Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. The following day, slight apex pain was experienced. An echocardiogram was performed revealing a lead perforation through the myocardial resulting in a slight hydropericardium. A revision procedure was performed. This lead was successfully repositioned.

Manufacturer narrative:
According to available information, this lead was repositioned, remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.